Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: according to the customer report infusion set or injector part found to be damaged during use. Additional information: anticancer drug used -irinotecan lot for zat component 2412141c. Nurse's opinion the injector connection is damaged it seems that it may have been caused by a mishandling.

Manufacturer narrative:
Follow up MDR supplemental for correction. (See d tab). H4. Device manufacture date: 06/19/2024.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon evaluation, the injector is observed to be incorrectly engaged with the mating connector, noting that the grips of the injector are broken. A device history review was performed for lot 2407013. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.